Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.